Event description:
This was a lead removal case to extract 4 leads (3 medtronic and 1 guidant). The guidant lead was successfully removed using a 14f glidelight. Two leads were prepped with an lld-ez and a 16f glidelight was then utilized for the extraction. During the extraction of a previously abandoned rv medtronic lead, an svc tear occurred. The blood pressure dropped and the surgeon was called to perform a sternotomy. The svc tear was identified and repaired. The remaining leads were all removed during the sternotomy. The patient was stabilized.